Manufacturer narrative:
The sys and the microscope light source were inspected by a svc tech on april 6, 2007 and found to be operating within normal tolerances. The prod labeling provides info regarding phototoxic tissue injury recommending among other things, use of the lowest light setting possible, reducing the exposure time to minimum and taking precautions to cool the surgical field.

Event description:
In 2007, dr realized and reported that three months earlier, a pt rec'd a burn to the skin around the incision site, while undergoing a lumbar surgical procedure in the l4-l5 area of the spine. During the surgery, the microscope was set at a short working distance in order to illuminate through the cannula diameter (approx 19 mm ) and the light intensity was set at 100%.